Event description:
It was reported the insulin pump had cosmetic damage. Customer's blood glucose was 7.8mmol/l. Customer reported the lcd screen had some cracks on it, due to waling against the wall. No other damage noted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.